Manufacturer narrative:
The caller advised that the event was an accident that occurred because the aide did not properly connect the sling to the swivel bar clips. The caller stated that there were no issues with the lift. The clips on the swivel bar were intact at the time of usage. The manual/electric patient lift owner's manual advises multiple times, "be sure to check the sling attachments each time the sling is removed and replaced, to ensure that it is properly attached before the patient is removed from a stationary object (bed, chair or commode). Before transferring a patient from a stationary object (wheelchair, commode or bed), slightly raise the patient off the stationary object and check that all sling attachments are secure. If any attachment is not correct, lower the patient and correct the problem, then raise the patient and check again." The caller was not aware of the patient's weight. The rha450-1 lift is over 20 years old, exceeding its expected life of 8 years. The caller advised that the lift has never been serviced since it was purchased. The caller was provided with additional training resources and contact information for local dealers to service the lift.

Event description:
A caller reported that an aide was using the rha450-1 lift on a patient in a group home, and when the aide turned away, the patient fell from the lift and broke her right femur. The patient was transported to the hospital where she had surgery to insert a plate and screws internally on the femur between the knee and hip.